Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another boston scientific ICD. It was noted that the atrial lead was not sensing p-waves and was explanted and replaced during the device replacement. The device was included in the shortened replacement window advisory that was communicated (B)(6) 2007 and also in the low voltage capacitor (c2) advisory that was communicated (B)(6) 2006.

Manufacturer narrative:
Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Laboratory analysis was not able to confirm the clinical observation of atrial undersensing. The device was subjected to a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.